Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous aortic valve replacement procedure with an 8f sheath. Reportedly, no suture was present when the plunger was withdrawn. The suture remained at the metal rod position [in the guide tube] and the anterior needle was not connected to the sleeve [cuff]. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.